Event description:
A battery/no power issue was reported with the adc blood glucose meter. The customer reported the meter would not power on with a button press or test strip insertion. Due to this issue, the customer experienced dizziness, tremors, and a loss of consciousness. Paramedics were called, and glucagon (dose/type unspecified) was administered for hypoglycemia treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. The customer reported the meter would not power on with a button press or test strip insertion. Due to this issue, the customer experienced dizziness, tremors, and a loss of consciousness. Paramedics were called, and glucagon (dose/type unspecified) was administered for hypoglycemia treatment. There was no report of death, serious injury, or mistreatment associated with this event.